Event description:
Customer reported difficulties with the wake button on the device, stating that the t button was no longer functional. There was no reported impact on the customer¿s blood glucose level. The device was set to be returned on the 27th of october, 2025, with a replacement pump provided, as confirmed by the distributor. No additional information was received regarding the outcome of the event.